Event description:
It was reported that the cleo infusion set separated from the adhesive during patient use. The patient's glucose level was at 350 mg/dl. A manual injection was administered, and the glucose deceased to 344 mg/dl. No injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.